Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed notifications for the following: power update, (ac), system advisory, base task debilitated, base task timeout, and rebooting due to exception. There were no adverse events reported.